Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, while navigating through the ventricle, a pericardial effusion was detected. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Remainder of procedure was aborted. Patient was reported to be in stable condition immediately after the procedure. There is no information regarding extended hospitalization or patient outcome. Factors cited that may have contributed to the adverse event include the patient¿s anatomy, specifically, a thin myocardium. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Although the contact force seemed to be within normal limits, there were peaks up to 60 grams. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. The awareness date has been reset to january 8, 2018, the date additional information was received that made this complaint reportable.